Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the patient underwent revision surgery for the right hip because the stem had had become loose. When the revision was undertaken there was evidence of metallosis and trunnionosis. Samples of tissue have been sent for analysis.

Manufacturer narrative:
An event regarding altr involving a metal femoral head was reported. Altr was not confirmed, however corrosion was confirmed following material analysis of the returned metal head. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 09 jun 2017 . Images of the device are included in the mar. The report noted: the articulating and distal surfaces of the head are shown with discoloration also being observed. A sample of the discoloration was placed on a scanning electron microscope (sem) stub for further evaluation. A material analysis report concluded: discoloration was observed on the stem trunnion and head taper. Burnishing, scratching and third-body indentation were on the insert. These are common damage modes of uhmwpe. Evidence of impingement was also observed on the insert. Eds showed the stem was consistent with astm f1813 alloy, the head consistent with astm f1547 alloy and the discoloration was consistent with biological material, a corrosion process and the stem base alloy. No material or manufacturing defects were observed on the surfaces examined -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as patient details, medical records, operative reports, x-rays and pathology reports, are needed to complete the investigation for determining root cause. If additional information becomes available this investigation will be reopened.

Event description:
The surgeon reported that the patient underwent revision surgery for the right hip because the stem had had become loose. When the revision was undertaken there was evidence of metallosis and trunnionosis. Samples of tissue have been sent for analysis.